Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had difficulty converting the patients rhythm. Technical services (ts) was consulted for the patient experiencing atrial fibrillation with ventricular tachycardia (vt), in which 10 attempts of anti-tachycardia pacing (atp) were delivered but unsuccessful and exhausted. Ts discussed the settings for delivery of atp with the physician, who requested different settings, and ts noted that they had already been adjusted from nominal settings. No additional adverse patient effects were reported. This ICD remains in service.